Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. The customer's report was attributed to corrupted software. The software was re-installed and the log was cleared to resolve the report. It could not be firmly established how the software became corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.